Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and capture. During the lead revision procedure, the lead was found to be dislodged. The lead was explanted and replaced. The patient was stable.